Event description:
It was reported that the top jaw was broken. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
One duckling upbiter basket punch was returned for evaluation. The device is worn and is over fourteen years old. Visual assessment of the device confirmed the reported complaint. The movable jaw and a portion of the actuator have broken off and were not returned for evaluation. The cutting edge is dull. A cutting edge in this condition would require the use of excessive force to cut.